Event description:
The reproter stated that the device results was 186mg/dl. He then performed additional back to back comparisons with results of 84, 67 and 73mg/dl. The device was replaced and requested to be returned for evaluation.